Event description:
A surgeon reported a pt experiencing halos following bilateral intraocular lenses (iols) implant surgeries. He stated that the pt had "fantastic" vision at 20/20 distance and near, but could not tolerate the halos. The lenses were exchanged with a different model iol. In a follow-up, the surgeon reported the pt's symptoms have resolved after the exchange and is seeing "great". There are medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/23/2009 and 08/06/2009 by phone, fax and mail. A completed questionnaire was received on 08/07/2009.